Manufacturer narrative:
Concomitant product: product ID: 5568-53, lead, implanted: (B)(6) 2004. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv pacing lead was variable. From (B)(6) 2015 through (B)(6) 2016, rv pacing impedance measured between 674 and 1973 ohms. No episodes were collected in the data.

Event description:
It was reported that the right ventricular (rv) lead had varying impedance and triggered warnings for high impedance. Previous ventricular high rate episodes showed noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.